Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation. Therefore cause of event cannot be determined.

Event description:
It was reported that intra-operative, by trying to create a lordose the upper part of the screw broke. Surgeon could not reach the optimal line for the patient. The product came in contact with the patient. No patient complications were reported as a result of this event.